Event description:
It was reported that an ilet user experienced elevated glucose with a sensor reading of 208 mg/dl after consuming an unannounced pudding cup approximately 10 minutes prior; the user performed blood glucose checks, was advised to monitor, and a downward trend to 200 mg/dl by the end of the call indicated correction was in progress. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond routine monitoring, and no hospitalization. Investigation included user troubleshooting and education regarding postprandial hyperglycemia and the importance of meal announcement for appropriate dosing. Investigation of this case revealed no device malfunction and no component failure, with the event consistent with expected glycemic response to unannounced carbohydrate intake on an automated insulin delivery system. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with user-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.